Manufacturer narrative:
(B)(4).the evaluation and repair of the ventilator is yet to be completed.

Event description:
Report received that the ventilator was inoperable. Information on patient involvement is being requested.

Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and replaced the autozero solenoid. The connections for the expiratory valve and expiratory flow meter were cleaned and adjusted. The ventilator passed self testing.

Event description:
The ventilator was not on a patient at the time of the event.